Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer had been using a third-party wall adapter instead of the tandem wall adapter, and technical support instructed the customer to plug the adapter into a known working outlet and wait at least 30 minutes to see if the pump would start charging. Technical support planned to follow up with the customer. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.